Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, ,h6: d1, d2, d3, d4, g4 - 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery with a multiloc humeral nail and a non-synthes guide wire. The nail was inserted through the guide wire. Then, when the surgeon tried to remove the guide wire, the nail was stuck around distal 1/3 of the nail. The nail could not be removed. Therefore, the whole nail was removed the surgery was completed successfully within thirty minutes delay. Patient was stable. The surgeon guessed that the rod standard itself was incorrect. This report is for an unknown multiloc humeral nail.